Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was missing pixels and contaminated, the encoder flex was out of mechanical specification and contaminated, the upper case and lower case were contaminated, the lead flex cover, main seal, one printed circuit board screw, board connector flexes, display screw, keyboard, main printed circuit board (pcb) and battery flex were contaminated, and the battery contacts were compressed. Upon powering on the device it was also noted that the atrial output knob was not working. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.